Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has investigated in our bbm laboratory in (B)(4): reference sample: model: perfusor space. Article no.: 8713030. Serial no./ lot: (B)(4). Software version: (B)(4). Hours of operation: 30255. Warranty: no. . Results: a visual inspection was performed. The cover caps on the screw pillars were and the seal on the lower housing was missing. The device shows age related signs of wear and tear but no signs of the burning space station were found. A functional test was performed. The device passed the self-test. An ops syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analyzed. One day before the day of occurrence, an infusion with an ops 50ml was done. The infusion was stopped and the device has been put into stand-by. No abnormalities were found in the device history. The device was disassembled and the inside was investigated. It could be found liquid residues on the front cover with keyboard and the mainboard. The lower housing and the claw mechanism were damaged by an external force or fall damage. Judgment: the complaint could not be confirmed. Summing up all tests, the pump operated within our specification. No visible damage of the burning space station were found. The defective parts are damaged by liquid or a fall damage. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): fire at space station. Suddenly there was a fire at the docking station of the space infusion system with clear flying sparks. Note: eight reports are being filed for one event, because all eight devices were involved in the one thermal event and the cause of the thermal event could not be traced to one of the devices. This report is being filed for one of the pumps that was inside a spacestation at the time of the event. Report numbers 9610825-2021-00110, 9610825-2021-00112, 9610825-2021-00113, 9610825-2021-00114, 9610825-2021-00115, 9610825-2021-00116, and 9610825-2021-00117 are being filed for the other devices involved.